Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a button error alarm. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer¿s parent stated that the customer was hospitalized for high blood glucose treatment. Customer had symptoms such as vomiting and nausea and treated while at the hospital. Customer's parent reported that the insulin pump alarmed button error and the esc and act buttons were unresponsive. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to loose / flush drive support disk. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.